Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 39 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer treated their low blood glucose with food and a drink. Customer¿s current blood glucose level was 102 mg/dl. Customer advised they had been busy and did not eat anything which resulted in low blood glucose levels. Customer declined to further troubleshoot for low blood glucose levels.